Event description:
The report stated that the electrode on the lower jaw dislodged after several activations. This piece fell into the patient cavity and was removed with graspers. The instrument was removed from the surgical field. Another device was opened and used to complete the surgery without incident. There is no reported injury to the patient.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.